Manufacturer narrative:
The event of capsular contracture and seroma are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade unknown, seroma, and increased risk of alcl. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side "large amount of fluid around my left breast," fluid and tightening of my capsule," baker grade unknown, "double capsule," and "explant was prompted by the increased risk of alcl of which I had all the symptoms." Device has been explanted.